Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the "tip is broken" on the ultrasound gastroscope. The issue was found during reprocessing. There were no reports of patient harm.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation of tip is broken was confirmed. The device had a cut in the pink rubber. The investigation was unable to determine a definitive cause of the failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.